Manufacturer narrative:
B3: event date is unknown. Device evaluation: one device was received. A visual inspection found the downstream occlusion (dso) seal was damaged. A review of the event history log found a high alarm displayed: downstream occlusion. During the functional testing, the customer's reported problem, "failed testing.", could not be replicated. Damage/severe bubbling was found on the dso seal. Many downstream occlusion alarms were found in the event log. The most likely cause of the report error is dso sensor. Replaced dso sensor and dso seal. This device passed all functional tests after the repair. Service history identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump failed testing. Patient involvement is unknown. Device evaluation revealed a faulty downstream occlusion (dso) sensor and damaged dso seal.